Manufacturer narrative:
Visual analysis of the imaging provided by the distributor revealed a single screw backout in the lower most caudal plate level of a two-level construct (c3 - c5), which is denoted to be the c5 vertebral body within the complaint description. However, the image does not provide a complete image of the cervical spine and the vertebral level cannot be confirmed within the image. Intra-operative images have been provided. A comparison of the images shows that subsidence has occurred within the construct with the most significant subsidence observed at the c5 vertebral body. Furthermore, excessive medial angulation of the screws can be observed at multiple screw bore locations. The screw was not returned. Part and batch information associated with the screw remains unknown at this time. There is no indication that a design or manufacturing issue has caused the complaint condition. Multiple attempts have been made to gather information on the patient and no additional information has been received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following sections of this report have been left blank due to information being unavailable or non-applicable.

Event description:
During a postoperative appointment 1 screw was found to have backed out. The surgeon chose to do a revision surgery on (B)(6) 2024 due to reported pseudoarthrosis.